Manufacturer narrative:
Follow-up # 1 the lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter failed testing. The reported issue was confirmed. A device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan USA alleging that his onetouch ultramini meter did not turn on. The following complaint was classified based on information obtained from the customer service representative (csr) documentation. The patient stated that the alleged product issue began on the morning of (B)(6) 2015 (time not provided). The patient manages his diabetes with oral diabetes medications with diet and/or exercise. The patient confirmed that he did not make any changes to his usual diabetes management regimen in response to the alleged product issue. The patient claimed to have developed the symptom of "shaky" on (B)(6) 2015 at 1:00pm after the alleged product issue began. The patient stated that he self-treated with 15 units of novolog insulin on the same day (time not provided). The patient denied that his blood glucose was tested using another device. At the time of troubleshooting, the csr noted that the meter did not turn on when the power button was pressed, there was no indication of product misuse, the subject meter was not being used for the first time, the meter did not turn on when a new test strip was inserted, the issue could not be resolved with training, based on information provided, the battery did not need replaced and the correct test strips were being used. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported because the patient developed the symptom of "shaky" after the alleged product issue began. This symptom does meet lifescan's criteria for a serious injury.